Manufacturer narrative:
It was reported that the screws on the battery housing heatsink are not able to be removed caused by a large amount of loctite applied on the screws. Furthermore the integrated and external pressure readings will change when the cable is moved slightly. The connector on the sensor panel has a loose contact. The readings drifts and changes drastically if the connector is moved from side to side. The failure occurred during preventive maintenance. A getinge service technician (fst) was sent for investigation and repair on 2022-06-07/08/09/13/15. The battery housing and the sensor panel were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis no error message occurred and no failure was detected. Failure#01 (screws not able to be removed due to a large amount of loctite): the most probable root cause is a mechanical damage caused by too high torque, due to too much applied loctite. As stated in the service manual (cardiohelp system, service requirements) only authorized service technicians are allowed to carry out service-related work. Thus the issue can only occur during service of an authorized service technician. Further according to chapter 3.1 general information the device has to be checked after every maintenance or repair.according to the service manual the screws are secured using loctite, thus no malfunction of the device. Failure#02 (pressure reading issue): the fst stated that the most probable root cause is an overuse of cleaning products on the back panel which may have damaged the connectors. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) is stated that the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Furthermore in the instruction for use of the cardiohelp-I (chapter 10.1 surface cleaning and disinfecting after each use) it is stated to do not use chemical solvents and only clean with a damp cloth. The review of the non-conformities has been performed on (B)(6) 2022 for the period of 2015-09-17 to 2022-06-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-06-08. Based on the results the reported failure "screws not possible to remove and pressure reading issue" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).